Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-apr-2021 by a physician which refers to a female patient of unknown age. No information about medical history, history of allergies or previous filler treatments has been provided. On an unknown date in (B)(6) 2020, the patient received treatment with 1 ml restylane lyft lidocaine and 1 ml restylane vital light to face (unknown lot number, needle type and injection technique) at an aesthetics clinic. On an unknown date, the patient received the first dose of pfizer covid-19 vaccine. On (B)(6) 2021, the patient received the second dose of pfizer covid-19 vaccine. In (B)(6) 2021, the patient went to see a physician as her face where the area of ha fillers was injected became swollen (implant site swelling). On (B)(6) 2021, patient came back to visit the physician and was prescribed a steroid and antihistamine. As per follow-up information received on 07-feb-2024 from same reporter via regulatory authority, the event in the case has been reclassified from others to serious deterioration in state of health as it required a surgical/medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. On an unknown date, the swelling had subsided. Outcome at the time of the report: swollen was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 07-feb-2024 from same reporter via regulatory authority. Case upgraded to serious. Information about corrective treatment and outcome was provided.

Manufacturer narrative:
Company comment: the serious expected event of swelling at implant site was considered possibly related to the treatments. Seriousness criteria includes the need for medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The potential root cause is the treatment procedure. Potential contributory factor includes pfizer covid-19 vaccine. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.